Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical product: unknown persona patella, cat#: unknown lot#: unknown; unknown persona bearing, cat#: unknown lot#: unknown; unknown persona tibial tray, cat#: unknown lot#: unknown. Initial reporter: alexander j. Nedopil, stephen m. Howell, maury l. Hull ¿what clinical characteristics and radiographic parameters are associated with patellofemoral instability after kinematically aligned total knee arthroplasty¿ international orthopaedics (sicot) (2017) 41:283-291. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05356, 0001822565-2017-05357. Product location unknown.

Event description:
It was reported in a journal article that the patient was experiencing patellofemoral subluxation and instability approximately 5 months post-implant. Attempts have been made and no further information has been provided.